Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer observed a (B)(6) architect anti-hcv result. The customer indicated an initial result of (B)(6) was generated and upon retest the result was (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, batch record review, in-house testing, field data review, a search for similar complaints, and a review of product labeling. Return material was not available. No issues were identified which would indicate a product deficiency from the batch record review. In-house testing was completed; both clinical seroconversion panels and in-house sensitivity testing met all specifications. An analysis utilizing customer field data was used to evaluate the performance of the architect anti-hcv assay. Instrument data analytics (ida) reports for the assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information no product deficiency of the architect anti-hcv assay, list number 06c37, lot 90222li00 was identified.